Event description:
A ventilator was returned to the MFR's service center with an allegation the device's audible alarm failed to annunciate. There was no allegation of pt harm or injury. The ventilator was evaluated at the MFR's service center and the customer's complaint was confirmed. The device's power switch was determined to be the cause of the audible alarm failure. The MFR is in the process of investigating the power switch and the failure identified and will file a follow-up report when the investigation is completed.